Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The device was attached to olympus usg-400/esg-400 generators and a probe check was performed; the device did not pass the probe check. The distal end of the device was inspected under a microscope and found the probe is about 12mm detached; the missing portion was returned. A visual inspection on the received condition was performed on the device; there is some tissue built up at the distal end of the device. The ptfe pad (teflon pad) was inspected and found the teflon pad has normal wear, no metal exposed, no abnormalities. Both switches were checked and found both switches are functional. The wiper movement, the consistency of movement of the handle and jaw, the handle load, and the rotation of the knob torque are normal. Based on the device evaluation and similar reported complaints related to the subject device, the potential cause could be attributed to operational (unintended) error. The instruction manual provides warning to mitigate the risk of device becoming damaged inside the patient which states, do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that during the middle of a therapeutic procedure, the tip (probe) of the device broke off. There was no error message displayed on the generator and no device fragment fell into the patient reported as the surgeon removed the device from the patient and the lower jaw fell off in the surgeon¿s hand while cleaning the distal tip with a raytec sponge. There was no unexpected bleeding to the patient. The device was replaced and intended procedure was completed using a second similar device. There was no adverse outcome to the patient. Additionally, the user facility further reported the device, associated equipment (generator, cable) and connections to the generator were inspected prior to use and no anomalies were found. No other equipment was replaced during the procedure.